Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of air in the tubing could not be verified due to the product not being returned for failure investigation. Device history record review could not be performed on model 10013034 because a lot number was not provided by the customer. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 3ss 2g-4wspk cv had air in the line during use. The following information was provided by the initial reporter: material no.: 10013034 batch no.: unknown it was reported there was air in the tubing. I am the clinician that works with the alaris pump tubing. I just left a voicemail and wanted to follow up with an email as well. I am sorry that your facility is experiencing so many air in line issues with our tubing.